Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported that a result for beta human chorionic (bhcg) of 215 miu/ml on the aia-900 instrument was not consistent with the patient's clinical history. The customer repeated the patient specimen and obtained a do flag. The customer ran a 1:50 dilution on the patient specimen and obtained 7,858 miu/ml and 8,634 miu/ml, respectively. The tosoh technical support specialist advised the customer to run the patient specimen undiluted. The undiluted run obtained >h, >h, and 162 miu/ml, respectively. The tss advised the customer to run 1:500 dilution on the patient specimen; results were 8,000 miu/ml and 9,000 miu/ml, which confirmed that the 1:50 dilution was correct. The customer reported the 7,858 miu/ml result of the lab. No adverse effect to patient management was reported and no erroneous results were reported out of the lab.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the customer reported that the first patient result was not reported out of the lab; therefore, no treatment was affected. The patient went to a hospital lab where the results matched what was determined running a dilution at the customer's lab. The diluted result was not reported out of the lab because the physician used the result from the hospital lab. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 15-nov-2016 through aware date 15-dec-2017. There were no other similar complaints identified during the searched period. The total beta hcg st aia-pack bhcg analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval, which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most likely probable of the reported event was due to the "hook effect", which caused a falsely low bhcg low result. H.11. Corrected data for corrected data, refer to section h.4. Device manufacture date.